Event description:
Central processing decontamination personnel at the hospital reported that the black handle for the ratcheting screwdriver was noticed to be cracked. A small piece of the handle has cracked off and is missing. There was reportedly no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Synthes (B)(4) supplied the ratcheting screwdriver handle, p/n 311.023, and lot #t982725 on po #(B)(4) delivered november 19, 2012. The lot was received from synthes (B)(4) and released to stock. There were no material record reviews, nonconformance reports, or complaint related issues with this lot. The ratcheting screwdriver handle was made to the synthes drawing p/n 311.023, revision ¿d¿, released on january 24, 2008. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: the manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot er3579889l4140499, corresponds to the specifications. Root cause: in consideration of the position of the crack and the piece, which sheared off, it appears that the screwdriver fell down to the floor. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.